Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reported, during sleeve gastrectomy procedure, the reloads did not fire after pressing the green button of the stapler. Also, the stapler misfired three green 60mm loading units after pushing green button and it didn't fire. There was no patient injury.